Event description:
Manufacturer's ref (B)(4).

Manufacturer narrative:
The anesthesia system was investigated by our field service engineer on site. A system checkout was performed which successfully passed and no abnormality could be found. A complete set of device logs was saved and sent for evaluation. The logs shows a successful system checkout prior to and during the event and there is no indication of a technical malfunction in the system at the time of the event. However, the internal log shows that high peep was measured and other clinical alarms indicating an increased resistance in the system were generated. Based on the fact that the reported issue could not be reproduced during the investigation of the anesthesia system at the hospital, the true cause of the reported issue has not been established by this investigation. The anesthesia system has been in use since the reported event.

Event description:
It was reported that the anesthesia workstation was generating extra breaths during treatment. The log shows that high peep was measured. There was no patient harm. Manufacturer's reference #: (B)(4).